Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump is "unregulated" and is sending more insulin than necessary or programmed. Issue has been occurring for 3 weeks. No adverse event reported. No product requested for return at this time.